Event description:
It was reported that a patient, female, underwent an atrial tachycardia (at) procedure suffered cardiac tamponade, which required a pericardiocentesis. About 20 min after procedure, the patient was in the recovery room when it was noticed that he/she was hemodynamically compromised and a pericardial effusion was confirmed. The patient was brought back into the lab and a pericardiocentesis was performed. The patient was released the following evening. The physician¿s opinion regarding the causality of adverse event was possible procedure-related.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The concomitant products: carto 3 (4171), stockert (st-2773), two stryker reprocessed st jude prem response, bwi stryker reprocessed cs bidirectional catheter. (B)(4).